Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17171; related manufacturer reference number: 2017865-2019-17172; related manufacturer reference number: 2017865-2019-17176. It was reported that the patient experienced infection from an unknown source. The patient was septic with infective endocarditis. The implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular leads were explanted. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.